Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
Asymptomatic subtrochanteric fracture was discovered by surgeon on x-ray at 6 week f/u visit. Conservative treatment was administered. Surgeon revised the insert, stem, and femoral bearing head on (B)(6) 2011. Immediate post-op x-rays did not show a fracture. Subject returned to office prior to revision due to a leg length discrepancy. Restoration adm cup was not revised.